Event description:
During first attempt to lock the 27mm lotus valve, a sudden blood pressure drop was noticed. Transthoracic echo showed fluid in pericardium which lead to the conclusion of tamponade, potentially from the wire. Decision was taken to remove everything from the pt (lotus valve and safari wire). The physicians proceeded with pericardial synthesis and blood drainage. After some time, there was no new fluid in pericardial sack.

Manufacturer narrative:
The device was not received for analysis; therefore, no physical analysis of the product can be performed. The mfg batch record review confirmed that the device met all material, assembly and inspection specifications. Review of the dfu notes the reported event as potential adverse event associated with the use of the device. Reviewing all details: it appears that clinical and or procedural factors may have impacted on the reported event.